Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had surgery on (B)(6) 2017 for tka after patient fell several times. The tibia and insert was removed on (B)(6) 2017. At the time ligament were a concern. (B)(6) 2018 all implants removed due to strengthening of ligaments. Components show bone and cement on interface. Doi: (B)(6) 2017 for the femoral and cement. Doi: (B)(6) 2017 for the tibia and insert. Dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected: h6 (device).